Manufacturer narrative:
The reported field event of set screw anomaly was not confirmed in the laboratory. Upon receipt, the header was noted to be broken and none of the set screws returned. Without return of the entire device, a complete analysis could not be performed.

Event description:
It was reported that during a device replacement procedure, the atrial lead was not able to be removed from the header. The set screw was tight and would not unscrew. The lead was capped and a new device was implanted. Patient condition was good.